Manufacturer narrative:
Product ID 3778-75, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37092, lot # 261540001, implanted: (B)(6) 2010, product type accessory; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3587a, lot # l73837, implanted: (B)(6) 2000, product type lead; product ID 3550-39, lot # n272858, implanted: (B)(6) 2010, product type accessory; product ID 3550-29, lot # n264299, implanted: (B)(6) 2010, product type accessory. (B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect. It was stated that the patient fell a week prior to this report and hit her back on the wall. It was noted that the patient had a bruised back and had issues with her arm from the fall. It was stated that the patient is now only using a quarter of the implantable neurostimulator's (ins) battery life each day, compared to three quarters of the battery life prior to the fall. It was noted that the patient is supposed to get stimulation from her "mid back to her toes," but now she feels a little stimulation in her "back and bottom, very lightly in her toes, and doesn't feel anything in her legs." It was stated that the patient generally feels "very strong stimulation" when she lies down, but she does not notice that now. The caller was redirected to the patient's health care provider. If additional information becomes available, a supplemental report will be filed.

Event description:
Additional information received reported that the patient had her device off the previous morning until this morning and the battery was show 75%. It was reported that it took the patient 1 hour to recharge the device back up with 8 bars. The reporter stated that the doctor was afraid that the battery was "going bad". It was reported that the patient usually has her stimulation on all the time at 9v. The patient had fallen in (B)(6) and had not felt the stimulation well since. It was stated that the patient cannot tell of the stimulation is off or on. It was reported that "they left the last lead in and the doctor will not put another lead in". Further information has been requested. If more information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).